Event description:
The olympus representative reported that the high definition autoclavable camera head had poor contact with the main unit. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the device had an image problem due to water immersion causing the circuit board to fail. This report is to capture the reportable malfunction of the imaging not appearing that was noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the cable was flooded, was twisted, had a pinhole, and was scratched; the connector contact had discoloration; and the scope mount was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause could not be identified. However, it is probable that the lack of image was caused by fluid entering the device. Olympus will continue to monitor field performance for this device.